Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026, the patient reported that while they were sleeping their wearable failed. They woke up and replaced it. However, once the patient went back to sleep, the patient¿s second wearable failed at an unspecified time. The patient¿s bg level reportedly reached 700 mg/dl. The patient was also wearing a betabionics ilet insulin pump. The patient was nauseous, vomiting, confused, disoriented, and had a hard time concentrating and clearly communicating. The patient was taken by emergency medical services (ems) to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with insulin and IV fluids. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue; therefore, a more specific code could not be selected.